Event description:
It was reported that the pump had a broken plunger clamp. No patient injury was reported.

Manufacturer narrative:
Other, this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. There were no signs of external damage/ the following were observed: teflon shaving on the worm coupling assembly, the left plunger case inside screw insert broken, very old worn drive train parts, and the keypad is damaged. Event history log showed: check syringe plunger sensor. At power up, 'check syringe plunger sensor' was found. The plunger head movement was tested ? The flippers did not open when plunger lever is pressed down. This was caused by the dowel pin came out of the force sensor head mount and was jamming the gears. The cause of the issue is known and is design related. Action(s) taken to mitigate the reported issue(s): replaced the force sensor head mount and dowel pin, performed preventive maintenance, and all functional tests which passed.